Event description:
Meter kept giving the error 4 message. This issue was not resolved with troubleshooting. Pt was asked to clean the meter and retest, but the issue persisted. Pt did contact a medical professional for advice, but did not receive any treatment. There is no adverse event reported.